Event description:
Following valve implantation, the pt experienced discomfort including headache. There was no improvement in the pt's condition following the procedure and the valve was explanted and replaced.